Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the transfer device co-packaged with activase 100mg vial did not allow for transfer of the liquid diluent to the powder vial. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample without packaging was returned for evaluation. The sample was visually and physically evaluated per specification. No occlusion was detected therefore the reported defect was not confirmed. Based on the results of the sample evaluation, the product met internal specifications. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.